Manufacturer narrative:
The device was returned to cardiac surgery on april 29, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro cannula broke during ligation. The harvester did not note at what point in the procedure the incident occurred, but apparently noted that it was during the case. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.